Event description:
Ambulance staff arrived on scene for a cardiac arrest patient with CPR in progress by first responders and with an AED connected with disposable deifibrillation/ECG electrodes. The patient was reported to be very thin (described as "skin and bones") and down for an unknown period of time before being discovered. The reporter stated the AED would not analyze the patient's rhythm and it was swapped out for the ambulance's device. The reporter stated that the paramedics also could not read the patient's ECG on their device because of excessive artifact on the display, even after swapping out electrodes. The patient was transported to the hospital where another manufacturer's defibrillator/monitor in the hospital also had difficulty reading the patient's ECG because of artifact. The patient was not resuscitated but the reporter indicated the patient was dead when the first responders arrived with the AED.